Event description:
It was reported that the customer received a button alarm 22. Customer was able to clear the alarm and resume insulin delivery. Customer stated that the button "seems to be going out and sticking". There was no impact to customer's blood glucose level.